Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. The heart rate was in the thirties. Upon interrogation, the right ventricular lead exhibited high capture thresholds. During the procedure, an insulation anomaly was noted on the lead. The lead was capped and replaced.